Event description:
It was reported that this pacemaker displayed a lead safety switch (lss) from bipolar to unipolar sensing configuration. It was noted that it was believed that this feature was turned off at implant so getting the alert was not expected. Technical services (ts) analyzed device data and found that the lss was due to the right atrial (ra) lead pacing impedance being lower than 200 ohms, which was out of range. It was noted that both the ra lead and right ventricular (rv) lead have been not performing as expected. Ts explained why the alert happened. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Event description:
It was reported that this pacemaker displayed a lead safety switch (lss) from bipolar to unipolar sensing configuration. It was noted that it was believed that this feature was turned off at implant so getting the alert was not expected. Technical services (ts) analyzed device data and found that the lss was due to the right atrial (ra) lead pacing impedance being lower than 200 ohms, which was out of range. It was noted that both the ra lead and right ventricular (rv) lead have been not performing as expected. Ts explained why the alert happened. No adverse patient effects were reported. Both leads were not manufactured by boston scientific. Currently, this pacemaker system remains in service. According to additional information, the leads were experiencing low pacing impedances along with poor sensing. The physician elected to keep the leads in place. The device was reprogrammed in clinic and remains in service. No additional adverse patient effects were reported.